Manufacturer narrative:
Age at time of event: 18 years old or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#:2134265-2013-04825 and 2134265-2013-04820. It was reported that during the operation check for a percutaneous coronary intervention, the md5 was unable to pullback. The md5 motordrive unit was used in conjunction with a bsc catheter and sled intended to visualize the lesion. The lesion was 90% stenosed with moderate tortuosity. It was noted that during operation check the md5 was unable to pullback. Sled was exchanged to another of the same device and completed the procedure. No complications were reported and the patient's condition was good.